Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, the brim cap was observed cracked. This finding confirms what was initially reported. The observed cracked brim cap has been assessed as an MDR reportable malfunction. The analysis has begun but is not completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, and hemostatic valve separation and brim cap detached issues occurred. It was reported that the hemostatic valve separation and brim cap detached issues occurred before the sheath was inside the patient, as the dilator was inserted. Total detachment occurred and the valve broke in two parts. It is unknown if the procedure was successfully completed. No adverse patient consequences were reported. The observed hemostatic valve separation and brim cap detached issues have been assessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, and hemostatic valve separation and brim cap detached issues occurred. The investigational analysis completed (B)(6)2019. The device was inspected. Brim cap was observed broken. The customer complaint was confirmed. An internal investigation was created for this issue. A manufacturing record evaluation was performed for the finished device, and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no:(B)(4).